Event description:
It was reported that during a navio tka procedure, the camera said it was loading, but never fully connected. Both ends of the camera cord were checked, re-seated and the usb connection to the ups, along with several reboots, but the camera would still not connect. The procedure was changed to manual instruments. No other complications were reported.

Manufacturer narrative:
The reported device (pn 200027 sn (B)(6)), used in treatment, was returned for evaluation. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reports, this issue will continue to be monitored. This failure mode is identified in the navio risk profile. The navio user's manual (500196) provides instruction for camera setup, operation and troubleshooting. A relationship, if any, between the subject device and the reported event could not be determined. Nothing was identified visually that contributed to the reported problem. Functional evaluation found that the camera successfully completed the aak and functioned as expected. The camera event log was also evaluated and showed no signs of faults or errors. No problem found with the camera. The reported issue was most likely due to intermittent connections or improper setup. No containment or corrective actions are recommended at this time. The medical investigation found that per complaint details, the device malfunctioned while patient was anesthetized and failed to correct after troubleshooting attempts; therefore, the ¿procedure was changed to manual instruments¿. Per the field report, the navio case was aborted and the case was performed via manual instrumentation without report of patient injury, surgical delay, or any further complications. Responses to the requested documentation/clinical information were not provided as of the date of this assessment. Based on the information provided the patient impact beyond the reported modified procedure using manual instrumentation could not be determined as no patient injury or further complications were reported. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated.